Event description:
Ld admitted for a bilateral leg angiogram. Stent was placed into pt rt sfa and just before deployment, the flush port broke and stent partially deployed itself. Physician removed stent catheter. New stent placed, no apparent harm to pt.